Manufacturer narrative:
(B)(4). A wallstent rx biliary stent was received for analysis. Visual examination of the returned device noted the stent was received fully mounted on the delivery system. The dark blue outer sheath had partially detached at the transition zone. This type of damage is consistent with excessive force being applied to the delivery system. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary stent was used during a biliary metal stent procedure in a hilar stricture performed on (B)(6) 2015. The patient was diagnosed with cholangiocarcinoma. Reportedly, the patient¿s anatomy was tight. According to the complainant, the stricture was dilated prior to deploying the wallstent rx biliary stent. During the procedure the physician attempted to deploy a 10cm wallstent rx biliary stent, however the stent would not open in the right hepatic duct as the stricture was very tight. While attempting to deploy the stent, the inner sheath kinked out of the guidewire access port. The wallstent rx biliary stent could not be deployed so the physician removed the device from the patient. The procedure was completed with another wallstent rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed a reportable event based on the investigation results; the outer sheath was partially detached at the guidewire access port.